Event description:
It was reported that suture placement in a common femoral artery was attempted with three proglide devices, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. A cuff miss occurred with one proglide device. The sutures of two other proglide devices were preplaced. The sheath was upsized to 12 f and the aaa procedure was completed. During knot tightening, hemostasis was not achieved. Three additional proglide devices were deployed but hemostasis was not achieved. The sutures of five proglide devices had been deployed in the external iliac artery, as the devices were inserted too far into the anatomy. Device inspection revealed a foot break on one proglide device. A surgical cutdown was performed to repair the external iliac artery and to achieve hemostasis. Hospitalization was extended two days due to the surgical procedure. No additional information was provided.

Manufacturer narrative:
A partial lead with the connector pin measuring 5.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.